Event description:
--

Manufacturer narrative:
It was later reported that the device was electively explanted and the defibrillation lead was surgically abandoned.

Manufacturer narrative:
Technical service discussed history and possible causes. Resolution was requested from the field. Nothing further has been provided to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a rise in shock impedances eventually measuring > 125 ohms. Noise was present on the shock electrogram however other lead measurements were normal. There was concern of possible fracture. As of recent this patient has started a workout with a lot of arm lifting. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device was returned and detailed analysis is pending.